Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint during the investigation. No defect was found. No power on reset events observed in the black box. No physical damage found to battery compartment or returned battery cap. The returned battery cap attaches firmly to the pump and no yellow o ring is visible. Pump powers on to the display screen with vibratory and audible sounds. A 24 hr duration test was performed using the returned battery cap; pump was still delivering at conclusion of test. No power loss events were duplicated using the returned battery cap. Removed the pump cover; no evidence moisture contamination or loose components identified inside pump. (B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.